Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) did not connect to the wi-fi network when it was used for a case. When the device became available, they troubleshot the issue. The behavior on the rlm during boot up and would blink the cloud light and the airplane light together non-stop and continued to blink both lights for over five minutes. It never blinked error code of 1-6 blinks on the cloud light. The console was removed from service.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure (yellow alarm) has been completed. Based on data and device analysis there was no issue found with a battery communication failure.